Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at (B)(4), both inflow and outflow crowns were bent outwards against the wall. Blue monofilament sutures were attached to the outflow. All leaflets and commissures were intact. No damage noted as received. Thrombus was found seated on each cusp. A broken stent was observed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The returned device showed thrombus seated on each cusp. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. A broken stent was observed which appears to have occurred during explant as surrounding tissue appears to have been cut off and not returned. As the device was modified with the struts bent outwards and device was implanted in the mitral, events appears to be related to the user technique and procedure. The melody device is not designed for the mitral position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), into a native mitral valve, the valve was not positioned correctly. Subsequently, seven days later the valve was explanted and a second tpbv was implanted. No additional adverse patient effects were reported.